Manufacturer narrative:
The device identifiers were provided and the lot history records were reviewed. There were no discrepancies or unusual findings. The device was returned to the manufacturer for evaluation and the findings and conclusions will be provided in a follow-up report. The device labeling includes a statement recommending use of the 24 fr introducer sheath with the triever24 catheter. Manufacturer reference #: (B)(4).

Event description:
An 80-year-old male patient with a preexisting pulmonary embolism (pe) in the right pulmonary artery (rpa) underwent a thrombectomy with the inari flowtriever system on (B)(6), 2024. The clot age was estimated at 14 days. The hospital did not have an introducer sheath available, so the triever24 (t24) was inserted without the recommended 24 fr introducer sheath. During insertion the dilator retracted slightly resulting in some buckling of the catheter. Additional kinking of the catheter was observed when advancing to the rpa, however, it did not prevent the device from aspirating. The physician was unable to remove any clot and elected to abort the case when the patient reported experiencing discomfort. Upon removal of the t24 the distal section of the t24 catheter separated from the main catheter body. The distal section remained in the right femoral artery, but the physician was able to remove it without surgical intervention. Once removed from the patient, it was apparent that the internal braiding had become uncoiled. Both portions of the device were removed from the vessel without incident and there was no resulting patient injury or vessel damage. The patient was reported to be stable postoperatively.

Manufacturer narrative:
The triever24 (t24) was returned to the manufacturer and evaluated. Visual inspection of the device revealed the t24 catheter was broken into two halves and 26 cm of the distal end of the catheter was completely separated from the inner coil. Testimonial provided by company representative present during the surgical case revealed the catheter shaft kinked prior to fully advancing the device into the patient and the t24 was advanced without using an introducer sheath. The device evaluation concluded the event was attributed to unintended use error where the catheter was advanced without using an introducer sheath. This technique exposes the catheter to higher than tested/normal forces. In addition, excessive force was applied that caused kinking which induced weak areas in the catheter. When the catheter was subsequently advanced through the vasculature the weak areas were susceptible and ultimately caused the catheter to break. The device labeling recommends the use of a 24 fr introducer sheath and includes the following warning statement: "avoid using excessive force to advance or retract against resistance. If excessive resistance occurs, retract and collapse the distal disks into the catheter and remove the device. Excessive force against resistance may result in damage to the device or vessel perforation". Manufacturer reference #: (B)(4).